Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/8/2023, it was reported by a sales representative that an ar-8934bck 3.0mm knotless suturetak anchor pulled out of bone and could not be implanted again. A soft 2.4 mm bone drill was used, and the anchor would hold the patient in place. The case was completed using a product from another manufacturer. This was discovered during a procedure on (B)(6) 2023. Nothing broke off inside the patient, and this was discovered during an elbow procedure.